Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-01313, -01314. (B) (6). It was reported that following a coronary artery stenting treatment procedure the patient experienced a target vessel reintervention. Three liberte bare metal stents (3.5x28mm, 3.5x20mm, and 3.0x16mm) were placed in an unknown location. An unspecified amount of time post procedure the patient underwent a reintervention. Additional information has been requested, but has not been received.